Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at syringe port. The customer stated problem was not duplicated. During testing, the device found no issue with "loss of setup even though pump was used 3 days prior." The device passed functional testing and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. Recommend to replace aaa battery when a pump gives low battery notifications. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device lost its programmed infusion settings. The reporter did not specify whether an alarm occurred. No adverse effects reported.